Event description:
It was reported that air ingress occurred. During preparation for an ablation procedure to treat atrial fibrillation the faradrive steerable sheath clear was selected for use in the left atrium. When the catheter was inserted into the sheath, the hemostasis valve did not seal properly, resulting in air leakage. The sheath was replaced, and the procedure was successfully completed using another faradrive device. No patient complications occurred, and the patient remained stable following the procedure.